Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the pod needle did not deploy the cannula into the skin. The pod also generated a communication error at activation. No impact to the patient's glucose levels was reported. The pod was not worn.